Event description:
It was reported that the capture broke off of lag screw driver.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned subtroc lag screw driver indicated that the driver shaft's threaded end has fractured off. The fractured portion of the tip was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.